Event description:
Patient presented to the physician with a hole at the neck incision site, along with redness, swelling, and purulent discharge. Patient also exhibited swelling and redness at the chest incision site. During the visit, the physician obtained wound cultures and prescribed two antibiotics. The wound cultures returned positive for staphylococcus infection.

Event description:
Patient presented back to the physician with continued infection at the neck incision site. Physician brought the patient into the operating room, explanted the entire inspire system, irrigated the incision pockets with saline, and closed.